Event description:
Per call from customer two disposable perforators used during one surgery did not stop and tore the dura. Patient was not considered injured. Patient is doing fine. Both perforators will be returned.